Manufacturer narrative:
Follow-up # 1 date of submission 03/24/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 03/13/2015 with the following findings: a visual inspection of the pump showed that the display lens was scratched. The pump was powered on and, unrelated to the complaint, investigation revealed that the display was dim and discolored.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (damaged) issue. It was noted that the display screen was scratched and was not able to be read safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.